Event description:
Baxter healthcare global affiliate reported a leak in the homechoice cassette sheeting caused by a 3mm slit. No medical intervention was necessary and no pt injury resulted from this event.